Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient underwent a revision of this right ventricular (rv) lead and it was surgically abandoned by the physician due to high out of range impedance measurements. A new lead was successfully implanted. No additional patient effects were reported. Although the lead was capped, the proximal segment of it was returned for analysis.

Event description:
It was reported that this patient underwent a revision of this right ventricular (rv) lead and it was surgically abandoned by the physician due to high out of range impedance measurements. A new lead was successfully implanted. No additional patient effects were reported.